Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014; (B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the affected devices be received for evaluation.

Event description:
The customer reported an over infusion: lasix 250mg/125ml was programmed as a primary to infuse at 10 mg/hr (5 ml /hr) but the entire bag infused between 0100 and 0400. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided.